Event description:
The hosp reported that during saphenous vein harvesting procedures, they have noticed several incidents of tunnel collapsing. The hosp was not able to provide the number of cases, the dates of the events, the lot number of the device used or how the procedures were completed. They mentioned that sometimes they have had to convert to an open leg technique but was not able to provide any additional info. The hosp stated that no pt complications occurred during any of the procedures. Only one medwatch report will be submitted to the agency since the hosp was not able to provide any info on the number of time that they experienced the tunnel collapsing.